Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and battery gauge was fluctuating. Customer's blood glucose was 110 mg/dl. Reportedly, the alert cleared and pump charging resumed after leaving the pump plugged into the power source.